Event description:
The caller stated that the insulin pump entered carbohydrates on it's own during a bolus wizard programming. The caller wanted to know how much insulin the customer received due to this. Assisted the caller with a test bolus using the bolus wizard, and all of the entered information recorded properly in the bolus history. The caller was unsure whether or not the customer's mother may have pressed something by mistake when programming the initial bolus. Advised the caller to monitor the insulin pump and call back if he feels uncomfortable with it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.